Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The part and lot number are unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
An e-mail was received which states, "when the doctor found that there is screw slide after surgery, is it due to mistakes in the operation steps? The doctor must inserts screws vertical, or not?" Additional information was requested but has not been received at this time.

Manufacturer narrative:
The distributor contacted the product manager to make an inquiry about a sternalock blu screw. She stated, "the doctor found that there is screw slide after surgery." This seems to indicate that the screw or plate may have migrated postoperatively, but the exact meaning is unclear. She also inquired if that might have been caused by operation steps and inquired if the screws must be vertical, suggesting that the surgeon may have attempted an insertion at an inappropriate angle. Multiple attempts were made to gather additional information and potential product return. No product was returned and no additional information was provided. No functional tests or inspections could be performed. No x-rays, scans, pictures, or physicians reports were provided. Based on the information provided, it remains unclear what is meant by the statement "screw slide after surgery." For these reasons, the complaint could not be verified and the most likely underlying cause of this complaint could not be determined.